Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The patient came in for his site check on (B)(6) 2014 with some mild swelling at the pacer site. The patient was instructed to hold his asa and return in 1 week. On (B)(6) patient returned and the swelling had doubled in size. There was a large hematoma about the size of an entire hand. There was no drainage or oozing. The patient had been shoveling snow even though he was instructed not to do this. When the patient came back on (B)(6) swelling was still noted, and the bruising appeared to be resolved. The patient was scheduled for a pocket hematoma evacuation on (B)(6). On (B)(6) when patient arrived, his swelling was gone and there was no need for the evacuation. The patient was sent home.